Event description:
It was reported that during an unknown surgery the doctor tried to mobilize omentum and the tip of the ace36e was broken. No patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.